Event description:
It was reported, that the plate broke spontaneously in situ 3 month after being implanted. The pt was revised.

Manufacturer narrative:
Add'l info has been requested, and if received, will be supplied on a supplemental report.